Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed motor test. No motor error alarm was noted. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 305mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.